Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. H6. Type of investigation corrected. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Unk. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Unk. Or, did the device fully fire and stop during the automatic knife return? Unk. Was there any difficulty opening the device? Unk. If yes, how was the device removed from the patient? Unk. If yes, did the jaws eventually open? Unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 02/14/25 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device lock-out (no staples deployed and no cut line started)? - or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy (functional end to end anastomosis) procedure, it was observed that the knife stopped in the middle of the procedure and the device was removed at the 4th firing, another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. The exact date of the event was unknown. Additional information requested.